Manufacturer narrative:
On 16-dec-2016 product investigation results: reporter returned 1 toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Choked [choking]; lower square brush broke off inside mouth - oral-b dualaction brushhead [device breakage]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that the "lower square brush" of an oral-b dualaction brushhead broke off inside her mouth while brushing her teeth with an oral-b rechargeable toothbrush, version unknown on an unspecified date, and she choked and nearly swallowed it. She had bought the pack of toothbrush heads about six months ago. The case outcome was recovered.

Manufacturer narrative:
Return of product has been requested. Reporter returned 1 brush head on 15-nov-2016. Product investigation is in progress.

Event description:
Choked [choking]. Lower square brush broke off inside mouth - oral-b dualaction brushhead [device breakage]. Case description: a female consumer, age unspecified, reported via e-mail on (B)(6) 2016 that the "lower square brush" of an oral-b dualaction brushhead broke off inside her mouth while brushing her teeth with an oral-b rechargeable toothbrush, version unknown on an unspecified date, and she choked and nearly swallowed it. She had bought the pack of toothbrush heads about six months ago. The case outcome was recovered.